Event description:
A report was received that the patient's pocket site is uncomfortable. The patient underwent a pocket revision where the physician made the pocket area deeper. The patient is doing well following the revision.